Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) unit printer was damaged. There was no patient harm or injury reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, the cs300 intra-aortic balloon pump (iabp) unit printer was damaged. There was no patient harm or injury reported.

Manufacturer narrative:
Due to character restrictions in block e1 event site address : (B)(6).

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that the printer was damaged, and broken internally. The fse resolved the issue by using another printer to test the unit, which worked normally. The customer did not repair the iabp.

Event description:
N/a.